Event description:
Meter was reading inaccurately high. The pt obtained a 13.3 mmol/l onthe reported meter and a 7.6 mmol/l on another meter, performed within 10 minutes of each other. The pt neither alleged harm nor experienced injury or medical intervention. The customer service rep walked pt through two consecutive control solution tests and both results fell outside the specified range. Pt meter and vial of test strips were replaced.